Event description:
It was reported that during the surgical procedure the customer experienced a recurring 20008 system error code which could not be overridden. Due to the recurring system error code, poor port placement and patient anatomy, the procedure was converted to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the pt side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering observed that the cables for an axis of the psm were off of the pulleys, thus generating the system errors experienced by the customer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the pt. Per the case notes, in addition to the system errors experienced by the customer, poor port placement and pt factors also contributed to the surgeon's decision to convert to open surgical techniques to complete the planned procedure. The da vinci surgical system user manual specifically states, "the initial port location should be selected giving consideration to the procedure, specific anatomy and the camera/endoscope to be used." As of aug 22, 2007, there have been no reported recurrences of the issue at this hospital.